Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin leaked from the reservoir when the customer took the plunger out. The customer stated that, when the reservoir was being filled, the plunger pulled out through the bottom, and the customer found that bottom part was out. The customer stated that insulin spilled out without her doing anything. The customer stated that a half semi-circle component came out from the reservoir, and insulin began spilling out from the cap of the plunger. The customer's blood glucose was 186 mg/dl. The customer was advised that the reservoir and transfer guard would be replaced and agreed to return the product for analysis.